Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that the devices tidal volume was low while on a patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
A field service engineer (fse) went onsite and could not reproduce the reported problem during testing. Logs were provided to tech support, and found multiple alarms 105 (volume low - plv pressure limited) which indicates that the fault is due to user adjusted settings and does not indicate a device malfunction. The fse performed est and performance check; all tests passed. Vent is operational and meets OEM specs. Fse will advise the customer that the alarm is associated with the settings the users entered on the device.